Manufacturer narrative:
The initial reporter was the wife of the patient. The medical assessment concluded the information does not reasonably suggest that the meter caused or contributed to the medical event because bleeding of the bladder in this case was caused by inflammation (urinary tract infection) and prolonged by the vka-treatment, although inr was within the patient¿s therapeutic range of 2.0 - 3.0 inr. If a bleeding in bladder occurs, usually clots form and as the clots cannot leave the bladder, removal becomes necessary. Therapy with vit k was reasonable and based on the patient´s condition (bladder bleeding) and the status of anticoagulation as correctly reflected by the meter. The result before the event was on (B)(6) 2020 20% quick (which equals 2.5 inr). The correct result of "q 20%" was incorrectly interpreted as "2.0 inr", but the medical consequence in this case (because of the bleeding) would have been the same. The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: %quick (%q) and seconds (sec). In the u.s., the most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or %q. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated they noticed on (B)(6) 2020 that the unit of measure set on coaguchek xs meter serial number (B)(4) was set to % quick. Results were interpreted incorrectly from the meter as inr units. The unit of measure setting was corrected from % quick to inr when the reporter contacted roche on (B)(6) 2020. On (B)(6) 2020, the reporter stated they logged a result from that date as 2.0 inr and the reporter believes the meter was displaying inr units on that date. When checking the meter memory after the unit setting correction, the result from that date was displayed as 2.5 inr. The result in the meter memory was 20% quick prior to the unit correction, so this is why the patient's inr for the day was reported as 2.0 inr. The patient did not receive treatment based on this result. On (B)(6) 2020, the patient was bleeding from his penis and he could not empty his bladder. The patient was driven to the emergency room. The patient's inr was not tested in the emergency room and the patient was given an injection of vitamin k. The patient was taken in for x-rays. While in the emergency room, the patient's blood clots were removed from the patient's bladder and it was emptied. The patient was released from the hospital on (B)(6) 2020. On (B)(6) 2020, the patient went to a scheduled urologist appointment and it was confirmed he had a bladder infection. The patient was put on antibiotics on (B)(6) 2021. Before the unit correction, the meter memory displayed a result of 50 % quick on (B)(6) 2020. The reporter stated this result was reported to the patient's healthcare provider as 5.0 inr. Based on this result, the patient was told to hold coumadin medication for 3 days and then take half doses for an additional 3 days. After correction to inr units, the same result is displayed as 1.4 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The reporter's meter was returned for investigation where it was tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Medwatch fields d10 and h3 have been updated.